Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot and charge. The.receiver displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state.opened receiver,passes internal visual inspection. Performed receiver download with main board separated from ui-u1. The receiver download contains no issues related to complaint.functional test could not be performed due to continuous initialization. The reported event that the receiver ceased to function was not confirmed..:the root cause was could not be determined.